Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module blackout. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the insertion flexible tube (ift) fluid damage, the segment fluid damage, the control body fluid damage, the forward body frame fluid damage, the light guide cable fluid damage, the ccd driver pcb fluid damage, the electrical connector fluid damage, the insertion flexible tube (ift) buckled, the segment corroded, the control body corroded, the forward body frame corroded, the receptacle corroded, the ccd driver pcb corroded, the electrical connector corroded, the lg cable connector corroded, the operation channel leak, the distal body dirty, the lg water supply tubes dirty, the lg air supply tubes dirty, the distal body melted, the distal body worn out, the operation channel kink, the suction channel kink, and the angulation-right angulation zero degrees; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout ).